Manufacturer narrative:
A ge rep evaluated the sys and could not reproduce the reported problem. The sys operates as intended.

Event description:
It was reported that the sys would not boot up. There is no report of injury or death associated with the event described in this complaint.